Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient presented to the emergency department (ed) and was reported to be nearly in diabetic ketoacidosis (dka). At an unspecified time during the event, the estimated glucose value (egv) on the receiver was 72 mg/dl, while a manual bg reading showed 400 mg/dl, indicating a discrepancy. Attempts were made to obtain further clarification regarding the event details; however, no response has been received to date. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.